Event description:
It was reported to boston scientific corporation that a radial jaw pulmonary single-use biopsy forceps was checked prior to use and found to be in good condition, opening and closing smoothly while operated outside the scope. According to the complainant, the forcep was inserted into the biopsy channel of the bronchoscope. When attempting to grasp the tissue, the forcep would not open properly. The forceps were taken out of the bronchoscope and examined. It was observed that the wires of the forcep were deformed to one side and the cup could not be opened or tiltled. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual and functional examination of the returned device confirmed one of the pull wires is buckled and the device cannot open or close. The distal portion was disassembled and it was found that one of the pull wires is curved in the wrong direction; this would cause the other pull wire to buckle, causing the cutters not to open or close during actuation. The customer complaint was confirmed. A review of the device history record found no anomalies related to this complaint. A review of complaint history records found no similar complaints for this device lot.